Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient's pd nurse reported that the patient had been diagnosed with peritonitis on (B)(6) 2016. The patient had been hospitalized on (B)(6) 2016 due to the patient not having any flow through the pd catheter. The patient was subsequently discharged from the hospital on (B)(6) 2016. The patient had been treated with cipro and vancomycin and the patient's pd catheter issues have been resolved. The patient's medical records have been requested but have not yet been made available.

Manufacturer narrative:
A visual inspection was performed on the returned device and there were no signs of any physical damage with the received cycler. An internal inspection was performed and there were no discrepancies encountered in the internal inspection of the cycler. Simulated testing was performed and the device performed without failures. Device history review was performed and found no non-conformance reports or other abnormalities during the manufacturing process. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication of a causal relationship between the products and the patient event.